Manufacturer narrative:
Spinefrontier investigation into this matter establishes the root cause of the failure related to design and is not related to material, manufacturing, assembly, inspection or surgical specifications. In normal use the awl is impacted with a hammer and the travel is limited by the end of the slot hitting the side of the unsupported screw. Repeated impaction through the life cycle of this instrument causes stress and eventually a shearing fracture of the screw. Variability in manual impact force by different surgeons would cause some awls to fail while others may never break. Although, the a-cift solofuse retractable awl rpn values are well below the values observed during life verification testing, spinefrontier has recognized the need to better the instrument design and consequently, an improved design of the retractable awl was implemented to mitigate this occurrence. The improved design includes replacing the button cap screw with a press fit pin and limiting the travel of the sliding mechanism by stopping the sliding action on the tapered awl shaft and the inside of the sleeve instead of the unsupported button cap screw limiting the sliding travel of the actuation and receiving the force of each impact.

Event description:
Spinefrontier received information from internal authorized representative stating that the sleeve of a-cift retractable awl which is used to create a pilot hole disassembled during use. The part was subsequently removed from the surgical site, and the procedure was completed without any harm to the patient.